Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was powered on, a message was displayed to replace the active battery. The bio-med technician cycled power on the programmer several times and did not see any error messages or messages to replace a battery. The programmer will be returned for repair. There was no patient involvement.